Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) of batch number 74m1700484 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established at this time. In order to perform a proper and thorough investigation it is necessary to evaluate the device involved. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the pressure relief valve on the comfort flo system stuck and water backed into the tubing, out the cannula into the neonates nares." Alleged event reported as occurred during use. It was reported there was no patient injury or complication. Patient condition reported as "fine".

Event description:
Customer complaint alleges "the pressure relief valve on the comfort flo system stuck and water backed into the tubing, out the cannula into the neonates nares." Alleged event reported as occurred during use. It was reported there was no patient injury or complication. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) universal column from comfort flow system 2414 was received for investigation along with the pressure relief valve. A visual exam was performed and no defects were observed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. The returned column was connected to a concha water bottle in correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. The airflow was reconnected to the infant cannula at 3lpm. (Con't) other remarks: the nasal nare was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was allowed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. A device history record (DHR) review was performed on the lot number of the returned sample. No issues were found that could relate to the reported complaint. Based on the investigation performed, the complaint could not be confirmed. The situation was not able to be recreated even at the highest back pressure settings. There were no issues found with the returned sample.